Event description:
This report was received at the conclusion of an international pre-PMA prospective 5 year clinical study in which the last subject visit was compleed in 2005. The clinical report indicates the band was explanted due to intolerance as pt did not learn to eat better and vomited every day.